Event description:
It was reported by the biomedical engineer that the external pulse generator's (epg) lower menu had lines running though the display. It was further reported the menu was unresponsive. An error code was also displayed in the lower menu; however, when the epg was turned back on, all the problems disappeared, and the epg was working properly. The epg was returned for checkout and repair. No patient involvement or complications were reported as a result of this event.

Event description:
It was reported by the biomedical engineer that the external pulse generator's (epg) lower menu has lines running though the display. The epg is being sent in for repair. No patient involvement was reported in this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis could not confirm the report of an error being displayed in the lower menu. Analysis confirmed the report that the lower menu display of the lcd (liquid crystal display) has a vertical line; lcd is out of electrical specification. Upper case, side bail covers, and battery drawer are broken. A detailed analysis was done of the display assembly. The reported display failure was due to a signal integrity compromise of the flextape interface between the display printed circuit board (pcb) and the display assembly. There was intermittent contact found on the display pcb side of the flextape.